Manufacturer narrative:
Universal oscillating saw attachment , serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the fork which is responsible for the oscillating movement was broken. The reported defect by the customer (device stopped working during the surgery) was confirmed. A new device with a serial number (B)(4) was sent back to customer as a replacement.

Manufacturer narrative:
Three attempts were made in effort to retrieve the universal oscillating saw attachment without success. The device will not be returned for complaint investigation . Therefore, the device could not be visually inspected in an effort to confirm the defect. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that universal oscillating saw attachment stopped to work in the middle of the surgery, as there was not any other power system available to finish surgical procedure, the surgeon was forced to suspend the surgery and stitched the patient. It was necessary to reprogram the procedure. During the second procedure, no complication was reported. At the time when follow-up was completed, no other serious injury was reported.